Event description:
It was reported that the pt experienced a loss of therapeutic effect began "about three weeks ago." The pt stated that at this time, the urge frequency returned. The pt reported having a nerve block on (B)(6)2010, and after that not being able to feel the "toe curl" on the left foot. The pt also fell "about a month ago", but it "was not a serious fall". No further details, pt symptoms or outcome were provided. Additional info was requested but not provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)